Event description:
See initial report.

Manufacturer narrative:
H.10: through follow-up communication livanova deutschland learned that this is likely related another case already reported under initial medwatch # mw-005278 and follow up medwatch # mw-005725.

Manufacturer narrative:
There was no known patient involvement. The date of event is unknown. This information will be provided in a supplemental report if made available. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received report of a paper article stating that a heater-cooler system 3t was found to be positive to the mycobacterium chimera. This issue was identified by a livanova field service representative during routine maintenance. The device has been removed from service. There is no known patient involvement.